Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of composix kugel mesh. Per op notes, "a composix kugel mesh was sutured to the abdominal wall." On (B)(6) 2013 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent repair. Per op notes, "the bowel was adherent to the mesh. Adhesions were taken down; a synthetic mesh was placed."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2008) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog number, lot number, expiry date), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."